Event description:
The unit became extremely cold. Reference service and repair order log : (B)(4). Reference: (B)(4).

Manufacturer narrative:
Ref: (B)(4). Investigation: x-inspect returned samples. Analysis and findings: distribution history. From serial number, (B)(6), the complaint unit was manufactured at csi on july of 1994, as per tech note. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: the incoming inspection review is not applicable for this complaint condition. Service history record: the complaint unit was received for repair couple times in the past for different issue. Historical complaint review: a review of the 2-year complaint history attached showed similar reported complaint conditions. Product receipt: the complaint unit was returned for repair on 07/03/2019 under repair log 92324. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. No defect found with received unit. Complaint unit was not verified with any issue related 'unit became extremely cold'. The unit functions were verified with qa specification sop-51885. Root cause: the root cause is not applicable since the complaint was not confirmed. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training is required since the complaint was not confirmed. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical is currently evaluating the device and investigating the reported condition . A supplemental report will be filed once the evaluation and investigation are completed. Ref: e-complaint (B)(4).

Event description:
The unit became extremely cold. (B)(4).